Manufacturer narrative:
(B)(4). The pump was received with a cracked battery tube threads, cracked case at the battery tube side, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: scratched case, stained serial number label, and pillowing keypad overlay. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. No blank display noted. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, lcd flex cable, force sensor, motor and keypad flex cable. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed on the back of the pump. Blank display was not confirmed. However, flashing medtronic logo was confirmed during analysis due to corroded electronic assembly. Pump failed to download history files and traces due to corroded electronic assembly. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had died. Customer stated insulin pump was cracked at back of the pump starts from battery compartment to rail to bottom to front. No harm requiring medical intervention was reported. The customer will discontinue the use of device.